Event description:
It was reported to boston scientific corporation in 2008, that an endostat ii electrosurgical unit was planned for use on the day before. According to the complainant, the facility's biomed department noted the endostat cable was cut in two pieces. It was further reported that after splicing the cut ends together, the cable remained non-functional. Additionally, the complainant stated that the footpedal switch was "not changing states." There was no patient involvement.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacturer date is unknown. According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.